Event description:
It was reported that high pacing threshold and high pacing impedance were noted on the patient¿s left ventricular (lv) lead. Fluoroscopy was performed and revealed the lead was appropriately positioned in the coronary sinus (cs). The physician elected to explant the lv lead and replace it with a new lead. The patient remained stable.

Manufacturer narrative:
The reported events of inadequate capture and high pacing impedance were not confirmed. Only the distal portion of the lead was returned for analysis. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts. The double bend was unable to be measured due to the condition of the lead as received. All damages noted are consistent with procedural damage.